Manufacturer narrative:
Attempts for the return of the sensor as well as add'l info requests have been made in order to identify the sensor involved in the reported event. The customer indicated that the sensor used for this event was discarded and the sensor lot info was not available. If new info is obtained, a f/u report will be submitted.

Event description:
Customer stated: "detail: ICU 7, was reading a sat of 94-96% with a fairly new probe (day of admission) and decent wave form. I changed out the probe and his sat was actually in the low 80;s (correlated by abg) and the pt had to be put on non-invasive.